Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system onsite and verified that the system will not boot up. Upon examining the log file, fse concluded that the issue happened due to malfunctioning flex vision pc. Upon troubleshooting fse checks on cmos battery, hard disk drive, flex vision pc and found the issue was most likely caused by a faulty flex vision pc. The cause of the flex vision failure could not be conclusively determined by the supplier's part analysis. To resolve the reported issue, the fse replaced the flex vision pc without hdd, cmos battery, and hard disk spare parts. After replaced the flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system failed to boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.